Manufacturer narrative:
(B)(6). (B)(4). Investigation results: analysis of the returned device revealed that the outside had no visual defects. The returned device looks under good conditions without evidence of damages. The handle was actuated; however, it could not be moved backward or forward since severe resistance was felt, therefore the device was disassembled (handle cap was unscrewed) and it was found that the pull wire was kinked and broken at its proximal section (distal end of the handle cannula); so, it was considered that probably due to this condition the brush section could not be extended or retracted properly as is expected. Based on the information available and the analysis performed, the most probable root cause classification is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when scrapping was performed using the device, it was difficult to extend and retract the brush and it eventually stopped moving. The procedure was completed with another cytology brush. There were no patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the pull wire was broken at its proximal section (distal end of the handle cannula).